Manufacturer narrative:
Engineering evaluation: the events are addressed in the instructions for use (IFU). It is stated in the warning section in the IFU for the restylane range of products that the product should not be injected intravascularly. As for other injectable medical devices inadvertent injection into blood vessels could potentially lead to vascular occlusion ischemia and necrosis. No corrective or preventive action will be initiated. Manufacturer narrative: a batch record review of lot 14931 did not reveal any deviations or other observations that indicate any product deficiencies. All chemical and microbiological test results were within the specification limits. Pharmacovigilance comment: the serious event of necrosis with the non-serious related symptoms of implant site pain and discoloration were considered expected and possibly related to the treatment. Possible etiologies include vascular injury or vascular occlusion secondary to intravascular injection of the product. This case meets the criteria of seriousness for expedited reporting to the regulatory authorities due to the medical invention required.

Event description:
Case reference number (B)(4) is a spontaneous report sent on 18-may-2017 by a physician which refers to a male aged (B)(6). Additional information was provided on 28-may-2017 and included in version 0. The patient's medical history included bilateral corneal transplant. No allergies. Concomitant treatments included metformin [metformin]. The patient had previously received treatment with vistabel on (B)(6) 2017, restylane lidocaine on (B)(6) 2017 and azzalure on (B)(6) 2016. The patient has also received several treatments with acid peeling, facial mesotherapy, and facial vitamins with turbo roller during 2016 and 2017. On (B)(6) 2017, the patient received treatment with 0.5 ml restylane lidocaine (lot 14931) to forehead and glabella with needle and unknown technique. The patient also received treatment with facial vitamins with derma roller in the facial area (except in areas with hair). After the treatment the patient took a flight to (B)(6). On (B)(6) 2017, the patient experienced necrosis(implant site necrosis). The patient contacted the treating physician on (B)(6) 2017 and reported that he had a red stain(implant site discolouration) and a severe pain(implant site pain) in the forehead. In the afternoon of the same day ((B)(6) 2017), the patient went to emergency department in a general hospital in (B)(6) where he was injected with hyaluronidase [hyaluronidase] and was prescribed antibiotics. On (B)(6) 2017, the patient went to a dermatologist clinic in (B)(6) and was injected hyaluronidase again. The patient was also prescribed 10 sessions of hyperbaric oxygen, starting on (B)(6) 2017. The patient is improving. Outcome at the time of the report: necrosis was recovering/resolving. Severe pain was recovering/resolving. Red stain was recovering/resolving.